Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of 462 mg/dl and other was 467 mg/dl. The customer reported that insulin pump had insulin flow block alarm. The troubleshooting was performed and the event was resolved by changing the complete set. The device will not be returned for the analysis.